Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood and contrast in the inflation lumen and in the balloon consistent with the reported balloon rupture. The blood appears to have been introduced the balloon tear during negative pressure. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon did not inflate. After the sds was left pressurized to dissolve the blood and contrast in the inflation lumen, fluid was observed leaking at a tear in the balloon over the distal marker. There were no scratches visible. There was no other damage noted to the sds. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. All sds are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. Review of the returned cine was completed. The results indicated that the right coronary artery (rca) has diffuse disease with a significant long lesion in the distal rca, posterior lateral (pla). The proximal and distal vessels were ballooned. A stent was then positioned over the distal lesion. The undeployed stent and delivery system are then removed. A stent was again positioned over the distal lesion and deployed. The reviewer concluded that the order of events appear to confirm that the stent in question was not deployed and was removed from the anatomy. The reviewer could not confirm that contrast leaked from the balloon. The anatomical conditions reported 90% stenosis with mild calcification. Since the balloon tear was noted to be located over the distal balloon marker and distal to the crimped stent it appears that the balloon may have interacted with the anatomical conditions and subsequently resulted in a tear to the balloon which led to the balloon leak. Since a leak was not observed during preparation of the device, this suggests that there was no leak prior to the procedure and was not the result of manufacturing. It should be noted that the xience v instructions for use (IFU) lists angina and bradycardia as known averse events associated with coronary stenting. Furthermore, based on clinical feed back the angina and bradycardia were the patient pre-existing clinical status and were not related to the device (balloon rupture). The balloon rupture, angina and bradycardia appear to be related to the operational context of the procedure and there is not indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience v stent delivery system (sds) was advanced. During an attempt to deploy the stent, the pressure indication increased slightly to 2 atmospheres, but the balloon did not inflate and contrast was observed leaking on angiography. The patient experienced chest pain and bradycardia. Negative pressure was applied to the sds, and blood was observed coming into the indeflator. The sds was removed, and a non-abbott sds was used to complete the procedure. Chest pain and bradycardia resolved with no treatment and the procedure was completed successfully. No additional information was provided.